Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that patient was taken by ambulance to the hospital with a heart rate in the 30s. The patient had a device check eight days prior to the event and the patient's heart rate had been 47 at that point. It was reported that the patient now has kidney damage and is on dialysis. It was determined that the implantable pulse generator (ipg) was dead upon interrogation. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.